Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
During open surgery involving the use of th020 exoscope, the patient sustained third-degree skin burns covering an area of approximately 10 × 5 cm. The exoscope, equipped with th121 camera head and 495tip light cable, was placed around the patient's neck with the light source turned on and remained in that position for approximately one hour. The head of the operating theatre is aware that it is the doctor's fault. Additional diagnostics and surgical intervention were required, including excision of necrotic skin and scar repair. The initial procedure was not delayed or postponed. The patient is expected to remain hospitalized for an extended period; however, the exact duration is currently unknown. Other potential consequences related to the third-degree burn on the neck, covering an area of approximately 10 × 5 cm, remain undetermined at this time.

Manufacturer narrative:
During the inspection, the following was found: the technical inspection did not reveal any technical defects or production-related deviations. The error description provided by the customer, "burns to the patient's skin," can be confirmed based on the customer's complete description and the circumstances and handling of the items mentioned. The investigation of the items listed in this report as being responsible for the burns revealed no malfunction, manufacturing defect, or product defect. The items show only normal surface wear and tear from clinical use/clinical reprocessing. The patient's burns, as described in detail by the customer, were caused by improper handling and failure to follow the applicable safety instructions for the respective items. The above investigations did not reveal a root cause related to the labelling, the device, or its history. All production-related quality checks were passed, and no non-conformities were identified in the device's manufacturing records. The labelling was found to contain adequate instructions and warnings. The complaint history did not reveal any pickup in similar complaints; no trend was identified. This event is filed under internal complaint ID (B)(4).